Manufacturer narrative:
H3 and h6: further review by a philip software engineer (se) found that there was around 2 minutes and 40 seconds of downtime. These also saw that at (B)(6) 2019 10:14:43 am there was a critical system event log for kernel power: ¿the system has rebooted without cleanly shutting down first. This error could be caused if the system stopped responding, crashed, or lost power unexpectedly. ¿ typically, this message is seen because of either power failure or other operating system (os) level issues. The se noted that when a connection mode change is detected, or when servicehost or applicationhost terminate abnormally, the applications will restart in less than 2 minutes, unless an error occurs. In this case, the unexpected error was related to the entry in the critical event log for kernel power. The se also noted that windows restart manager restarts services stopped in order for the pic ix to shut down. However, the order in which these services are started is non-deterministic. This tends to be negatively impacted by unexpected shutdown actions (in this particular case, loss of power to the central station). This means that the piic ix services, which assume a starting order of watchdog > dbenginehost > servicehost, have no guarantee of starting in that order. If services start out of order, the above exception is thrown. As was the case here, the second attempt to start services (which is handled by watchdog, not the windows restart manager), succeeds as the services start in the correct order. The report of the pic ix restarting was confirmed by a philips product support engineer (pse). The pic ix was alarming before and after the restart. It appeared this was a network disconnect from the primary server, and it was seen that the host had an unexpected shutdown at 10:14:55, due to a brief power failure, which caused the pic ix to restart. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient being monitored expired due to surveillance (pic ix) restart. A preliminary review of the pic ix alarm log depicts that the patient began alarming for a asystole at approximately 10:11:47am and was silenced twice. The surveillance encountered an error, restarted and application was restored at approximately 10:17:12 am, and was followed by another asystole alarm at 10:17:23am. There were multiple red alarms between 10:18am to 11:00am.

Manufacturer narrative:
A philips network engineer (ne) was at the customer site. The ne spoke to the customer biomedical engineer (biomed). The biomed indicated that the staff in the telemetry cockpit area initially reported that the surveillance (pic ix) restarted and inhibited their ability to effectively monitor the patient. The biomed was able to look at the alarm logs and found that the patient began alarming before the restart and continued to alarm after for approximately 40 mins. The biomed informed the ne that the hospital was performing their own investigation based on the alarm logs. The report of the pic ix restarting was confirmed by a philips product support engineer (pse), however, it is not clear if the issue contributed to the death of the patient, as the pic ix was alarming before and after the restart. It appeared this was a network disconnect from the primary server, and it was seen that the host had an unexpected shutdown at 10:14:55; which caused the pic ix to restart. Additional information was requested, and a customer risk manager indicated that they were continuing to collect data regarding this patient event and have not formally made the determination that the patient¿s death was associated with the system reboot. Further information was requested, but no additional information was provided by the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Should additional information be provided on this case, this report will be reopened.